Manufacturer narrative:
Updated as this event is no longer a serious injury. Fdp (B)(4) and fdc (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care physician (hcp) that the urinary tract infection was not related to the patient's underlying urinary dysfunction nor was it related to the device or therapy. The physician reprogrammed the ins as a result of the return of target bladder symptoms. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not working as well as it used to and that they had a return of target bladder symptoms the week before the report. Patient had tried increasing amplitude from 0.9v to 8.4v. Patient stated they had a hard time getting the numbers to show again to lower stimulation this year, but confirmed they were able to lower amplitude back down to 0.9v so patient seemed to be able to adjust stimulation as needed. Patient confirmed that they were using program 1. Patient's healthcare professional found by urinalysis that they had a urinary tract infection last week, which is when the loss of symptom control started. Patient was on prescription medication for the uti. No further complications were reported.